Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. A group of jagged tears was observed in the tubing, near the connector. The tears are on varying sides of the tubing. They are located from just under the collar of the connector, 1.3cm below the connector. The tubing was cut laterally at the base of the connector. It was then cut axially to gain visibility to the inner wall. There is abrasion of the inner surface at the holes. There are also abrasions with no holes. At all abraded areas and holes, a grayish discoloration was observed. The complaint is confirmed based on sample evaluation. A root cause has not been established. All information reasonably known as of 21 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ehc-24-00793. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a tube was found to have a hole in it after insertion. The patient is doing well, and there have been no consequences. The lubrication of the tube had not been activated by injecting water prior to removal of the guidewire.